Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level 502 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. A correction bolus was administered to address bg level prior to arriving at the ER. The customer was treated with intravenous saline. Insulin and potassium. At the time of the report, the customer had not been released from the hospital. Reportedly, the pump battery was depleting quickly and pump subsequently shut off. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.